Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available.

Event description:
It was reported a fracture of the implant body at tooth site 38. The process was completed with another implant. No impact on the patient was reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) fos415, (full osseotite implant 4x 15mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. The implant was fractured in half. The fractured piece was returned. DHR review was completed for the subject lot number 2015020431. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2015020431 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors - occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.